Manufacturer narrative:
Following report was received from one of our vascular sales specialist: I was speaking with a physician from (B)(6). She had an adverse event occur while using the ez-io. She was not sure the exact date. It was a pediatric patient (B)(6) old cardiac arrest. The io was successfully placed in the tibia and resuscitation drugs, fluids, and blood was administered successfully. However, necrosis occur from the io insertion down the extremity. The extremity had to be amputated. There was a reported clot in the vein of the upper leg. Vidacare has been unable to acquire any additional information from the physician despite repeated attempts.

Event description:
One of vidacare's sales specialist received the following information from dr. (B)(6) a physician at (B)(6). The io was successfully placed in the tibia and resuscitation drugs, fluids, and blood were administered successfully during a cardiac arrest of a (B)(6) old. However, necrosis occured from the io insertion down the extremity. The extremity had to be amputated. There was a report clot in the vein of the upper leg.